Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resister. The device passed the rewind, basic occlusion, and displacement test. No motor error alarms noted during testing. The motor passed motor test. The device had cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarms motor error when he uses the bolus wizard. Customer's blood glucose was 203 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.